Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed that the shaft, sheath and dilator were intact with no apparent issues. Both the sheath distal tip and dilator tip were intact; no fracture, breakage or kink were noticed. No teflon delamination was noticed at the tip of the shaft. The tip was atraumatic and with no sharp edges. The inner diameter of the tip was within specification 4mm (spec: 12fr) and it provided a smooth transition to the dilator. The transition gap between the tip and the dilator was normal as seen in 4fc12 flexcath advance sheaths. Functional testing of the sheath showed that the deflection worked as per specification. The reported insertion issue to the groin has not been confirmed through testing. Flexcath (B)(4) passed the inspection as per specification. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that the physician had difficulty inserting the sheath into the patient's femoral vein. It was reported that he used a lot of force while attempting to insert it. He replaced the sheath and was able to insert the new sheath and complete the cryoablation procedure. Post procedure, it was reported that the patient had a femoral arterio-venous fistula. As of (B)(6) 2013, the patient is being followed with medical treatment and is scheduled to see a surgeon at the end of the month to determine whether surgical intervention will be required to treat the femoral arterio-venous fistula.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.